Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that his pump is pushing out the reservoir. He said that when he was trying to rewind the pump and presses and holds the load button, the insulin pump pushes all of the insulin out. His blood glucose was unknown. During troubleshooting, the customer said that insulin was squirting out during the fill tubing process and that it occurred while loading the reservoir. He was advised to disconnect from the body. He said that the entire reservoir was pushed out through the tubing. The customer stated that the insulin did continuously drip after the motor stopped. He was not sure if he heard the pump motor stop once it made contact with the reservoir in order to allow the load reservoir process to complete. He was advised to attach a new infusion set and to restart the reservoir and tubing process but he was not able to because he has used his last insulin with his previous reservoir. The customer said that the load reservoir process did not complete without insulin exiting the tubing. He stated that insulin did exit out of the tubing. He said that all of the insulin squirted out. The customer was advised to discontinue use of the pump. The customer was advised that the force sensor did not detect the reservoir during the seating process and that this will only occur during the reservoir and tubing process. He was advised to revert to a back-up plan per his doctor¿s orders. The pump is being returned for analysis.

Manufacturer narrative:
The pump passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The pump primed properly. No prime/fill anomaly noted during testing. The pump was received with scratched case, pillowing keypad overlay, and minor scratched lcd window.